Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cap module was evaluated and replaced. The system software and calibrations were evaluated and reloaded. The system continued to exhibit intermittent booting issues. The system was under evaluation for further troubleshooting. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.